Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to treat grade 3 functional mitral regurgitation (mr). After a succesfull central grasp with the xtr mitraclip the clip was ready to be deployed but during testing of the final arm angle, the clip opened. The clip was placed on the leaflet two more times, but each time, the clip opened. This xtr was removed undeployed from the anatomy. Three ntr mitraclips were implanted reducing mr to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Device analysis was performed on the returned device and the reported mechanical issue (clip opened) could not be confirmed during returned device analysis as no issues were noted. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Review of the complaint history identified no lot specific product quality issue. Images of the procedure were received and reviewed by an abbott vascular medical affairs manager who concluded the following: from the provided images (transesophageal echocardiogram), it is not clear why the clip failed the final arm angle. The anatomy seems normal and the clip delivery system is not visible (you can see it mainly on fluoro). A definitive cause for the reported mechanical issue (clip opened) could not be determined in this incident. This event was further reviewed by an abbott vascular medical affairs manager and the reviewer concluded that given the limited information and cine images provided, there is no indication that a device issue contributed to the reported user events. There is no indication of product quality issue with respect to manufacture, design or labeling.